Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruising, rash, tingling, white dots and questionable vascular occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of bruising, ischemia, rash, skin discoloration and tingling: "contra-indications: " do not inject juvéderm" voluma" with lidocaine into blood vessels (intravascular). Undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: " inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. These reactions can last for a week. " haematomas. " coloration or discolouration of the injection area. " cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm" voluma" with lidocaine in the cheeks and juvéderm ultra plus" xc in the lips. The patient did not have any pain in the area during the injection. That evening, the patient developed bruising and rash with tingling. The patient claimed they felt they were getting better the next day. Three days after the injection, the patient was reviewed by a doctor and had "bruising left lower lip and rash below the bruising with 2 white dots in center of rash." The doctor questions whether the event is a vascular occlusion. Patient was treated with hyaluronidase with 2% xylo plain and a massage of the area. Patient was told to use warm compresses. Symptoms resolved that day. This is the same event and the same patient reported under MDR ID #3005113652-2016-00906 ((B)(4)). This is the first MDR submitted for the first suspected product, juvéderm" voluma" with lidocaine.